Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1068951. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the reported inner bag label and the outer case label was provided for evaluation by our quality engineer team. The label configuration observed was found to be within specifications and no labeling error was identified. The non-sterile bulk syringes present the final lot number on the outer case carton label, while the inside plastic bag displays the lot related to the assembly process. In this case, both lots are correct. The lot displayed on the inner bag is used during the manufacturing process to guarantee the traceability of the product. The configuration of the packaging process for bulk syringes has established that this label should remain on the inner plastic bag.

Event description:
It was reported that the lot numbers listed on the inner syringe s2 10ml ns bag and outer label did not match. The following information was provided by the initial reporter: "inner bag states lot: 1074462, outer label states lot: 1068951."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lot numbers listed on the inner syringe s2 10ml ns bag and outer label did not match. The following information was provided by the initial reporter: "inner bag states lot: 1074462. Outer label states lot: 1068951".